Manufacturer narrative:
(B)(4). Date of follow-up report : 02/24/2016. The returned product met specification as received. Visual inspection found no defects. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly in the knife track. The trigger retracted smoothly and released properly. The blade was inspected under magnification and no damage to the leading edge of the blade was found. The reported condition was not confirmed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the knife blade was not cutting properly resulting in tissue damage. There was no injury to the patient.